Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-02420. It was reported that the patient lost therapy as a result of high impedances on both leads. Surgical intervention was undertaken in which the patient's scs system was explanted and replaced to address the issue.